Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.

Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).